Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient underwent an additional surgery to explant the device. The attorney alleges infection, material deformation and detachment of device however, no medical records were not provided. Recurrence and adhesions are known inherent risk of instructions-for-use a possible complication. In addition, instructions for use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: patient underwent repair of a ventral incisional hernia. A 3x3¿ bard/davol composix kugel mesh, reference number 0010203, lot number huvd1398 was implanted in the patient during this repair. On (B)(6) 2014:the patient underwent surgery to explant an infected ventral hernia mesh. As alleged, during the surgery, the surgeon, noted that the ¿previous hernia repair mesh was encountered and was floating in liquified granulation tissue. The mesh was gently teased out of this deep space [as] it was non-adherent.¿ the surgeon, stated that the previously placed mesh ¿was basically rolled up and basically floating free beneath the fascia¿ [the mesh] was gently peeled away from the peritoneum and fascia circumferentially and then very carefully peeled away from the small bowel, which it was adherent to¿ this was done with some difficulty¿ ¿further dissection of the mesh using cautery allowed complete excision and removal of the mesh with the abdominal wall wound.¿ the patient continues to experience complications related to the bard/davol composix kugel mesh. The patient has already and will likely require additional surgeries to repair the damage from the product. The patient has been injured, and has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient underwent an additional surgery to explant the device. The attorney alleges infection, material deformation and detachement of device however, no medical records were not provided.recurrence and adhesions are known inherent risk of instructions-for-use a possible complication. In addition, instructions for use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years11 months post implant of composix kugel mesh, patient was diagnosed with impaired healing, adhesions, inflammation, fibrosis, pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: patient underwent repair of a ventral incisional hernia. A 3x3¿ bard/davol composix kugel mesh, reference number 0010203, lot number huvd1398 was implanted in the patient during this repair. (B)(6) 2014: the patient underwent surgery to explant an infected ventral hernia mesh. As alleged, during the surgery, the surgeon, noted that the ¿previous hernia repair mesh was encountered and was floating in liquified granulation tissue. The mesh was gently teased out of this deep space [as] it was non-adherent.¿ the surgeon, stated that the previously placed mesh ¿was basically rolled up and basically floating free beneath the fascia ¿ [the mesh] was gently peeled away from the peritoneum and fascia circumferentially and then very carefully peeled away from the small bowel, which it was adherent to ¿ this was done with some difficulty¿ ¿further dissection of the mesh using cautery allowed complete excision and removal of the mesh with the abdominal wall wound.¿ the patient continues to experience complications related to the bard/davol composix kugel mesh. The patient has already and will likely require additional surgeries to repair the damage from the product. The patient has been injured, and has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral incision hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was dissected. A composix kugel mesh was placed and secured it with suture.¿ (B)(6) 2014 - patient was diagnosed with non-healing wound thereby underwent wound vac placement and open repair with partially removal of old mesh. Per operative notes, ¿previously placed mesh was identified and was rolled up and floating in liquified granulation tissue. The mesh was gently removed. The wound was irrigated, and a wound vac was placed and sutured.¿ attorney alleged that the patient had abscess, bowel obstruction, fistulae, infection, mesh migration, mesh shrinkage, pain & suffering. Non-adherent & folded mesh, multiple surgeries to remove mesh and repair fistula/bowel.